Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. At around 1:00, after the parturient gave birth, the midwife opened the suture with intact package and sutured the perineum. About 10 minutes after suturing, when only the last stitch was left at the end of suturing. Suddenly, the needle pull off issue happened. It was suspected that the needle had sunk into the muscle layer. The needle was immediately searched for and after 3 minutes, the needle was taken out. There was only one stitch left to tie a knot. The midwife used the suture of the round needle to tie the knot with the original corner needle suture and successfully completed the suture. Increased the number of disinfections and observed the wound healing. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. On used needle was received for analysis. Product code w9923. Upon initial inspection of the needle, it was observed that the swage and attachment area appeared as expected. The barrel hole was examined and showed residual suture material. Additionally, marks were observed at the edge of the needle, likely caused by the use of a surgical instrument. However, the suture was not returned for evaluation to determine the assignable cause. Per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.